Manufacturer narrative:
The product was not returned. Investigation is not complete. The notification from the attorney did not identify the user facility; therefore, a medwatch form cannot be requested. The notification from the attorney did not identify the catalog and/or lot number, nor a revision surgery date; therefore, no patient information can be requested. Trends will be evaluated. This report will be amended when the investigation is complete.

Event description:
Allegedly the doctor implanted the wrong size component and a revision surgery had to be performed.